Manufacturer narrative:
No knife sample has been returned for evaluation for the report of being dull therefore, the condition of the product could not be verified. A customer photo was returned. The photo is of two lidstocks only. No information regarding the complaint issue could be obtained from the photo. A sample was not returned and the device history record review of the lot number provided indicates that the product was processed and released according to acceptance criteria therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested, but is not expected to be received. (B)(4).

Event description:
A nurse reported that two knives were dull during cataract surgery. An alternate knife was obtained in order to complete the procedure. There was no impact to the patient. Additional information is confirmed to be unavailable for this report.